Event description:
It was reported the patient experienced discomfort at the ipg site due its location. Surgical intervention was undertaken on (B)(6) 2015 and the ipg was relocated. The patient also experienced overstimulation when he moved (reference MFR report: 1627487-2015-15076 and MFR report: 1627487-2015-15077).

Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.